Manufacturer narrative:
E1: (B)(6) hospital. E1: (B)(6). The investigation is ongoing. We will submit a supplemental report upon completion or if new information arises.

Event description:
The customer reported that the screen became noisy during pre-use inspection of an olympus colonovideoscope. No patients were involved.